Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, PICC noted to be leaking when flushed. Patient attended for PICC assessment. PICC noted to be leaking externally when flushed. PICC removed and fracture at hub noted. PICC replaced. No patient harm. 2cm exit site markings, inserted in right basilic vein and trimmed to 43cm.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed and was determined to be related to use of the product. One 5 fr d/l powerpicc solo catheter was returned for evaluation. An initial visual observation of the returned catheter showed use residues along the device. A circumferentially aligned split was observed just distal to the molded suture wings. A microscopic observation of the split in the catheter shaft just distal of the molded suture wings revealed two circumferentially aligned splits beside each other and in alignment with each other. The fracture surface of each split appeared granular. Some mechanical damage was observed between the two splits as some catheter pieces appeared partially detached from the catheter shaft almost as if they were shaved. A functional test of attempting to infuse water into each lumen using a 12 ml syringe revealed the catheter leaked just distal of the molded suture wings from each lumen. The water was observed to flow partially through the rest of the catheter shaft for each lumen indicating no observable obstruction or occlusion along the catheter shaft. The splits were observed to have characteristics associated with damage caused by an instrument such as sharp fracture edges, splits aligned and opposite each other, and strands of catheter material observed at the damaged location. The failure of a leaking catheter was confirmed and was determined to be caused by damage from an instrument. This complaint will be recorded for future trending and monitoring purposes.